Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result from an aliquot was 1.22 mui/ml and was reported outside of the laboratory. The patient complained and another aliquot of the sample was tested on (B)(6) 2018. The repeat results were 8018 mui/ml and 8092 mui/ml. There was no allegation of an adverse event. The reagent lot number was 25919901 with an expiration date of 30-nov-2018. The investigation was unable to find a definitive root cause. As calibration and qc were acceptable, no reagent issue was suspected. The analyzer performance testing and alarm trace did not indicate any instrument issue.